Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.

Event description:
Additional information noted that the device was explanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The product passed all quality control tests prior to its distribution. The device met specifications prior to leaving abbott manufacturing facilities.